Event description:
Our surgical team has used the biomet product ref# 800-0202. This is an applicator tip dual cannula, malleable. The applicator comes with a lot number and date printed on the package, and four additional peel-off labels for additional reference. However, the date code printed on the package and peel-off labels do not match. One package has a date of 2021-09 as the expiration, but the peel-off labels have a date of 2016-09 indicating the product is expired. A second package has a date of 2022-01, but the peel-off has an expiration date of 2017-01 making this appear as expired. The concern is there is not a secure way of telling which date is accurate, putting the patient at risk with potentially expired product. Manufacturer response for applicator tip dual cannula, malleable, applicator tip dual cannula, malleable (per site reporter). Mfg was aware of the issue but did not offer a resolution to the issue.